Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic stone removal, the subject device was used. In the procedure, the user tried to take the calculus with the subject device, but the basket wire broke in the bile duct. The broken basket wire and the calculus were retrieved. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. This is the report regarding the breakage of the wire. The subject device was broken to olympus medical systems corp. (Omsc) for evaluation. The operation pipe was broken off at the connection with the operating wire. The operating wire was severed at two points. The proximal end of the broken wire was smooth as if it was cut with a tool. There was ductile fracture by a tensile load at the distal broken point. The basket was deformed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the device might be broken. Based on the past similar cases, we presume that the operating wire was broken at the proximal side since the user cut the operating wire with tools. The instruction manual of the device has already warned as follows; *do not use this instrument if the target calculus is found to be impossible to retrieve through preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation. Do not use this instrument to grasp multiple calculi at one time. Doing so may make it impossible to remove the basket (with calculi engaged) from the patient. *repetition of calculus retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a calculus or could cause the basket with calculus engaged to become impacted in the body. If calculus retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or worn, tube sheath is bent, etc.) Is detected during the inspection.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".